Manufacturer narrative:
The device was returned for evaluation. An investigation was conducted. The 80# torque knob was tested in specification, but the plunger was slightly dry of lubricant, the extension arm did not ratchet smoothly through the base casting, and the rocker arm and swivel base was slightly stiff to position and lock. However, once the swivel base was locked it had little to no movement. When the unit was properly positioned, adjusted and locked the reported problem could not be duplicated. The device was in need of a general maintenance.

Event description:
The user facility returned the device for repair, but initially reported that there was no patient contact involved. When the device arrived, the paperwork indicated that the patient's head slipped, during a procedure. A review of the complaint after the investigation was completed found out the discrepancy of the incident reports. Additional information was requested from the user facility.